Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number and this information is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned (B)(4) pinnacle liner lot e91js1 finds a material fracture has occurred near the rim of the liner and approximately one third of the circumference. The evidence indicates that post fracture of the rim the liner then disassociated from the acetabular cup. Because of the damage to the liner from the fracture and disassociation it is not possible to conclusively determine if the liner and cup locking mechanisms was properly and fully engaged. The polyethylene material is well burnished in the area of fracture and immediately below. This would be from articulation of the femoral head against the liner while implanted. The area of wear is much closer the rim and fracture area. Opposite this area and continuing down nearly fully into the center of the inner radius, even after approximately three years implanted, machining lines are still visible confirming that the liner was not centrally loaded by the femoral head and patient body weight. It has been confirmed through x-ray review that the acetabular cup was positioned more vertically than recommended by surgical technique contributing to edge loading of the liner. Malpositioning can adversely affect loading of the bearing and increases pressures placed on the material. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving new information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Examination of the returned 1219-28-048 pinnacle liner lot e91js1 finds a material fracture has occurred near the rim of the liner and approximately one third of the circumference. The evidence indicates that post fracture of the rim the liner then disassociated from the acetabular cup. Because of the damage to the liner from the fracture and disassociation it is not possible to conclusively determine if the liner and cup locking mechanisms was properly and fully engaged. The polyethylene material is well burnished in the area of fracture and immediately below. This would be from articulation of the femoral head against the liner while implanted. The area of wear is much closer the rim and fracture area. Opposite this area and continuing down nearly fully into the center of the inner radius, even after approximately three years implanted, machining lines are still visible confirming that the liner was not centrally loaded by the femoral head and patient body weight. It has been confirmed through x-ray review that the acetabular cup was positioned more vertically than recommended by surgical technique contributing to edge loading of the liner. Malpositioning can adversely affect loading of the bearing and increases pressures placed on the material. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Poly damaged in pinnacle socket? Dislocated hip. Has a corail pinnacle patient dislocated at 3 years 2 months. Revised last week, marathon poly was insitu, but damaged around the rim including a piece chipped off, 28mm articuleze head has decent evidence of stripe wear and dislocation damage, finally, one of the pinnacle screws had backed out. Revised with ceramic liner due to cup / shell scratching + ceramic ts head.

Manufacturer narrative:
Poly damaged in pinnacle socket ? Dislocated hip (B)(6) has a corail pinnacle patient dislocated at 3 years 2 months. Revised last week, marathon poly was insitu but damaged around the rim including a piece chipped off, 28mm articuleze head has decent evidence of stripe wear and dislocation damage, finally, one of the pinnacle screws had backed out. Revised with ceramic liner due to cup / shell scratching + ceramic ts head the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.